Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for a leak was not confirmed due to unavailable sample. Per the complaint information, the leak was caused due to the home patient who disconnected, which caused the lines to drip. Labeling review found the labeling adequate for the user error identified in the complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center and reported that the line was dripping because the home patient (hp) disconnected from the homechoice (hc) machine. The technical service representative (tsr) had the caregiver (cg) press stop and end of therapy. The tsr asked if the hp used a mini cap and aseptic technique when he disconnected. The cg stated yes. The tsr suggested the hp contact the dialysis nurse and do a manual exchange. Product surveillance attempted to contact the nurse on (B)(6) 2011. A detailed message was left for the nurse notifying her of the leak. The nurse was advised to call back should she have any questions. No patient injury or medical intervention was reported. No further information is available.